Event description:
The event involved a spinning spiros, which was reported that several patients that were prepared take-home chemotherapy infusers, have returned to the hospital within hours with a leak in the infusion system. It was reported that the leak occurred at the connection between the spiros closed system and the port-a-cath needle. The communication made to agencia espanola de medicamentos y productos sanitarios was made in reference to some needles of the port-a-cath, not to the spinning spiros system. There were several cases, however, only one was reported after reviewing what happened. The issue occurred with the port-a-cath needle change. There was patient contact with the chemotherapy, but low impact to the patient. The patient required hospital care to manipulate the connection, with consequent delay in administration of treatment. The set, needle, and spiros system was replaced and treatment continued. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
The DHR for lot 5619218 was reviewed and no non conformities were found that would have led to the reported complaint.d2a: common device name .